Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified vessel without tortuosity in the proximal left anterior descending (lad) artery. The hi-torque (ht) 014 balance middleweight (bmw) hydro guide wire was used to protect the diagonal branch and there was no resistance during advancement. However, during removal of the guide wire there was resistance with the positioned stent and a portion of the guide wire remained imprisoned at the proximal edge of the stent. A part of the separated portion of the guide wire is free floating. There were no attempts to retrieve the embedded part as it is blocked under the stent. Additionally, there were no attempts to retrieve the free floating part. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device code (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the hi-torque 014 balance middleweight (bmw) hydro guide wire was used to protect the diagonal branch and there was no resistance during advancement, however, the tip broke during removal. There was resistance during removal with a previous deployed stent and a portion of the guide wire remained imprisoned at the proximal edge of a positioned stent. It should be noted that the hi-torque guide wires instructions for use (IFU) states: consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. Additionally, reportedly resistance was noted during guide wire withdrawal and force was applied. It should be noted that the hi-torque guide wires for ptca, pta, stents, with ce instructions for use states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. The deviations of the IFU appear to have caused/contributed to the reported difficulties. A cine review was performed by an abbott vascular clinical specialist. The still frame images show a lad stent with a radio-opaque object within the diagonal artery. From the description of the event, ¿the procedure was to treat a heavily calcified, 90%, lesion,¿ in the proximal lad artery. The event further depicted that the bmw guidewire was placed for protection of the side branch and remained ¿imprisoned¿ at the proximal edge of the positioned stent. In the report it was noted ¿resistance¿ and that ¿force¿ was used to try to remove the guidewire after stent placement. Probable cause of the device malfunction could be attributed to the resistance and force used trying to remove the jailed guidewire behind the lad stent that was placed. The investigation determined the reported difficulties appear to be related to deviation of the IFU and subsequent circumstances of the procedure as it is likely that not retracting the guide wire prior to stent deployment resulted in jailing the guide wire at the proximal edge of the positioned stent; thus resulting in the reported stent entrapment and the reported stent damaged by another device. Manipulation of the device using force resulted in the reported material separation. As reported, a part of the separated portion of the guide wire is free floating. There were no attempts to retrieve the embedded part as it is blocked under the stent. Additionally, there were no attempts to retrieve the free-floating part. There is no indication of a product quality issue with respect to manufacture, design or labeling.